Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details cannot be requested as there is no contact information. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported left side deflation. Device status is unknown.